Event description:
A lifecor sales rep. Called customer support to report a bent battery contact inside a monitor in his inventory. He attempted to straighten the contact and the battery pack will now fit in the monitor. Support requested the monitor be returned for evaluation. On 05/04/2006 customer support followed up with the sales rep. To identify and return the battery packs used with this monitor for evaluation. The sales rep. Could not recall which battery packs were used.